Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error alarm during the manual prime and it was stuck in rewind when changing the set. The drive support cap was noted to be sticking out during troubleshooting. Customer's blood glucose reading at the time of the incident is unknown. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support; unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.